Manufacturer narrative:
(B)(4). The customer reported the problem is "outside of the blades." There was no reported patient involvement. Subsequently the customer confirmed the paddles did not work and were replaced to resolve the issue. The paddles were not available for evaluation. Based on the customer's report, we are considering this an external paddle set failure.

Event description:
The customer reported the problem is "outside of the blades." There was no reported patient involvement.